Event description:
It was reported that the patient had the battery replaced recently as it went dead. It was noted that the patient was told it would last 5 years but it did not.

Manufacturer narrative:
Concomitant products: product ID 74001, lot # n227983, implanted: (B)(6) 2010, product type adapter; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a, lot # l47046, implanted: (B)(6) 1998, product type lead. (B)(4).